Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer did not require assistance from third party. Customer gave correction insulin injection using multiple daily injections, then worked with technical support to reset pump using provided instructions, after which malfunction code did not recur and customer was advised to continue using pump and to call back if any malfunction code appeared again.